Manufacturer narrative:
The actual device was not returned, therefore, an evaluation of the actual device was unable to be conducted. Based on the reproductive test results conducted in the past, it is known that a break in the wire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire samples (test samples) were trapped at the distal section, and then subjected to one of the loads described below. As a result, all test samples were found that its niti-core wire in the platinum coil section had broken off and the platinum coil had been unraveled and elongated. Electron microscopic inspection of the broken section of the niti-core wire obtained the following result. Apply pulling load in one direction. The broken end of the niti-core wire was deformed in tapered shape. The broken section was slant. Apply repetitive bending load: the broken end of the niti-core wire was not tapered or bent. Dimple pattern was observed on the broken surface. Apply pulling load to the test sample kept in a loop shape. The broken end of the niti-core wire was curved and tapered. Torsional deformity was observed on the broken surface. Apply one-way torque load: the broken end of the niti-core wire was twisted. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation, or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It is likely that the distal end of the actual sample was trapped due to some factors and the actual sample in that state was subjected to one of the loads; as a result, the niti core wire in the platinum coil section was broken off and the platinum coil was unraveled. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved runthrough ns was used during the procedure. The patient was diagnosed with severe calcification. The urethane coating layer was found separated from the cored wire at the tip of floppy during the operation. The procedure outcome was not reported. Additional information was received on 14dec2020. Based on the description of the event, it was thought that the coil on the distal section was unraveled. The unraveled coil remained connected to the core wire. The product was removed successfully without other medical/surgical intervention. There was no impact on the patient. The procedure was completed successfully.